Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient's primary hip was revised due to poly wear and sciatic nerve pain. Her primary articul/eze femoral head, duraloc bantam cup, and duraloc acetabular liner were removed and replaced by a larger biolox delta ceramic femoral head,a larger pinnacle cup, and an altrx liner. Doi: (B)(6) 2001. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.